Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. There was a mechanical issue with the delivery system. There was a deployment issue with the delivery system. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5.5 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. The lumen has exposed wire mesh in the recapture cone. There was no fraying of the tether upon inspection of the tether. The device was able to be deployed, the device was able to be pulled to the recapture cone with a little resistance due to the torn lumen, and was able to be fully recaptured in the device cup. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) exhibited high thresholds.

Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1vr01-delsys / expiration date: 14-feb-2021 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes. Dev rtn to MFR? Yes. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 16-sep-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) delivery system had difficulty rea ching the septum. It was further reported that the leadless ipg exhibited poor numbers and difficulty was encountered recapturing the device. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.